Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No prime/fill anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not complete the reservoir and tubing process. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. The customer stated that they were unable to exit the load reservoir process. The customer did not receive complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.